Event description:
Customer alleges falsely elevated troponin I (tni) results: pt came in on 04/16 with high blood pressure (200/88), intermittent weakness, shortness of breath, dyspnea, light headedness, and weakness. Gradual onset of symptoms for the last week. Symptoms occur occasionally during the day, relieved by rest. Symptoms did not include exercise intolerance, fatigue, palpitations, chest pain/tightness, choking sensation, cough, or wheezing. CT negative. EKG unchanged from prior testing. Lab ran sob panel: tni = 0.13; ck-mb = <1.0; myo = 25; bnp = 23.4; d-dimer = 567 (cutoff is 500). Tni reference range: 0-0.05 normal, 0.06-0.39 suggestive of mi, >0.4 mi. The pt was sent to the ER and they ran her tni on the abbott architect 12000 three times and it was negative (tni = 0.01, and 0.00). The customer is fairly certain they discharged the pt.

Manufacturer narrative:
Sob lot w49994 retained devices passed mfg final release specs. No discrepant high results were observed. No product deficiency was established. CAPA (B)(4) was opened to address elevated tni at low end concentrations.